Manufacturer narrative:
Summary for complaints that are still under investigation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The impactor tip had the stem broken completely off.

Manufacturer narrative:
(B)(6) reports the impactor tip had the stem broken completely off. The complaint was received into (B)(4) complaint department 30 september 2015 with the comment: the impactor tip had the stem broken completely off. Visual examination of the product confirmed that the product was broken at the intersection of the stem part with the 16.5mm spigot. A complaint search of the product code for this instrument identified previous complaints had been received for similar issues that had been identified as misuse. In 2007 there was a design change where the size of the radius at the intersect between the stem part and the 16.5mm spigot was increased to reduce the risk of fracture at the affected corner. The lot code identified the manufacturing year for the product to be 2004 and is thus 11 years old and manufactured prior to the change. The returned product appears to be well used but does not show signs of misuse. Based on the information received and the investigation performed, the root cause of the instrument failure cannot be determined. The complaint was found to be justified. The product shall be returned to (B)(4) for storage in a secure area. No corrective action is required. Post market surveillance is per (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary